Event description:
Used renu moisture with moisture loc from 06/01/06 to 07/15/06. I developed red, itchy, watery, sensitive to light eyes. My eyes stayed red, itchy, watery until eye doctor gave medication to help. Eye doctor diagnosed me with fungal keratitis. I am still sensitive to light and eye doctor states I have a scar on my eye.